Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745bp, lot#: nlh114768n, product type: accessory. Product ID: 97755, serial# : (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past 2 weeks the pt had been having issues with their external equipment not working that had caused them severe depression. Patient said that the controller screen would go blank/non-responsive (with and without the recharger attached) and stop working for no reason during use and because of this pt was having to take battery pack out of controller and put it back in all the time. Patient said sometimes this happened when trying to recharge the implant which was now 3 times a day. Patient said they were told that the implant would only have to be charged once a week but he was having to charge the implant 3 times a day. Patient said when they first got implanted they had to charge implant twice a day and now it was 3 times a day. Implant was taking 2 hours to charge from empty to full. Pt said that they had spoken with the rep about the issues and was told to call pss for replacement equipment. Pt added that he waited a very long time to be implanted and said that online he found that mdt used refurbished, recycled equipment to create intellis external equipment during the pandemic along with all sorts of other bad things about the mdt device he read online. The issue was not resolved. An email was sent to the repair department to replace the controller, recharger (rtm) and battery pack (bp). Pss reviewed information about charging implant/ reviewed that how quickly implant depleted was based on usage/settings. Pss redirected patient to hcp regarding recharge frequency complaints. The rep was contacted regarding the pt's situation. The rep responded that they would reach out to this patient again and set a time to do a diagnostic run on the ins; the patient was previously turning the power up very high while on a high frequency program and the rep had met with the patient in the past but the patient has had trouble being compliant with the rep's direction. The reason for call was pt stated they had been having some issues and said their rep told them to call in for a replacement controller before meeting on friday. Pt said the "power" had been inconsistent, and when asked, said they think the ins. Pt said sometimes it would take them 2-2.5 hours to charge. Pt then said they would charge up at night, but would wake up 4-5 hours later and the battery would be at 0, or they would have ins charged up with stim on but the next day they would wake up and "nothing's happened". Pt said during the day after a 3-4 hour period, they would only use 30%. Pt also said they have had to reset controller multiple times because after they've "done everything", the stimulation wouldn't turn on. Pt said they would reset the controller when they notice something hadn't "finished it's cycle", and after resetting/turning controller back on they would be able to continue with what they were previously doing. Pt stated the issue started probably several weeks ago. An email was sent to the repair department to replace the device as pt's rep told them to have it replaced.